Event description:
Spontaneous: pt reports her pump is "throwing error code: no disposable, clamp tubing". Patient made new mix and attached new cassette to the same pump and medication started infusing again with no issues. Patient had a cassette malfunction (lot number: unknown) as a result. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes; what is the outcome of the event? Resolved. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.